Event description:
On giving pt a propofol bolus, I noticed significant leakage at the site where the line y-end into the primary line. On closer inspection, the leakage appeared to be coming from a crack in the hub of the locking blunt cannula. I replaced it and tried another bolus and there was no further leakage.====================== health professional's impression======================n/a